Manufacturer narrative:
Additional information and correction provided in b.2., b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested, received and stated during loading, when clicking to load the lens the plunger went cockeyed and up over lens causing it to load incorrectly. There was no patient contact.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, it was noted that the lens was stuck in chamber of device. Additional information has been requested.